Event description:
Around 8:42am est, the pointer was attached to the robot arm and the arm moved to the intermediate position to begin the marker registration. When the arm stopped at the intermediate position, a windows shutdown appeared on the screen rosannabrain.exe has stopped working and the robot needed to be restarted. The robot was restarted and the delay was around five minutes. After completing the marker registration with an rms of 0.56mm and returning to the main screen in the software, the field service engineer went to exam manager and selected the cta set of images to look at the bone thickness for each trajectory. Around 9:01am est, when selecting the cta and trying to return to the main screen, an impossible to load exam message came up, and eventually a windows error appeared again saying rosannabrain.exe has stopped working which forced a restart of the robot. Since the patient was being prepped for surgery, there was no delay in the surgery. The patient was under anesthesia and no incisions were made.

Manufacturer narrative:
It was reported that 2 communication errors occurred during the surgery. A DHR review and a complaint history review did not identify any contributory factors to the event. Analysis of data logs determined that the 1st communication error was caused by a pc slowdown however the root cause of this issue remains unknown. The root cause of the 2nd communication error is a full ram.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
Around 8:42am est, the pointer was attached to the robot arm and the arm moved to the intermediate position to begin the marker registration. When the arm stopped at the intermediate position, a windows shutdown appeared on the screen rosannabrain.exe has stopped working and the robot needed to be restarted. The robot was restarted and the delay was around five minutes. After completing the marker registration with an rms of 0.56mm and returning to the main screen in the software, the field service engineer went to exam manager and selected the cta set of images to look at the bone thickness for each trajectory. Around 9:01am est, when selecting the cta and trying to return to the main screen, an impossible to load exam message came up, and eventually a windows error appeared again saying rosannabrain.exe has stopped working which forced a restart of the robot. Since the patient was being prepped for surgery, there was no delay in the surgery. The patient was under anesthesia and no incisions were made.